Event description:
It was reported that the ilet displayed recurring alert code 75 despite restarts and a confirmed firmware update, with no visible device damage and battery above 50 percent; the agent advised backup therapy and arranged a device exchange, indicating a mechanical problem related to internal power communication. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.